Event description:
The device was explanted and replaced. No reason was given for the explant. The device was returned to the manufacturer for analysis. A follow up report will be sent if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A folow up report will be sent when the analysis is complete.